Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter migration and tilt. The patient reported becoming aware of the events approximately nine years and ten months post implant. According to the medical records, the patient¿s history was significant for chronic morbid obesity, with a body mass index of 81 and chronic venous insufficiency with leg edema. The patient required a laparoscopic roux-en-y gastric bypass. The patient has had multiple hernias and is likely high risk for conversion to open laparotomy. The filter was placed via the right common femoral vein. An angled guidewire was advanced, and the delivery sheath was advanced with some difficulty due to the fat folds. After the catheter was in place another inferior venacavogram was done. Next, when attempting to advance the sheath, the sheath actually backed out a little bit. Just prior to deploying the filter another venogram was done to confirm the location and the catheter has extravasated out into the soft tissue in the pelvis. The physician had to re-access with a stiff glide wire and a new delivery sheath. Following that, a new inferior venacavogram was done and then the filter was deployed at the bottom of the inferior vena cava just above its bifurcation. The catheters were withdrawn. Pressure was held for 10 minutes with a d-stat dry. The patient tolerated the procedure well. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without post implant imaging reports the reported events could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter migration and tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of chronic morbid obesity with chronic venous insufficiency with leg edema. The patient had a body mass index of 81 requiring laparoscopic roux-en-y gastric bypass. The patient previously had multiple hernias and was likely "high risk for conversion to open". He presented for vena cava filter placement. The filter was deployed via the patient's right common femoral vein. An angled guidewire was advanced and the delivery sheath was advanced with some difficulty due to the fat folds. After the catheter was in place another inferior venacavogram was done. Next, when attempting to advance the sheath, the sheath actually backed out a little bit. Just prior to deploying the filter another venogram was done to confirm the location and the catheter has extravasated out into the soft tissue in the pelvis. The physician had to re-access with a stiff glide wire and a new delivery sheath. Following that, a new inferior venacavogram was done and then the filter was deployed at the bottom of the inferior vena cava just above its bifurcation. The catheters were withdrawn. Pressure was held for 10 minutes with a d-stat dry. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced migration of entire filter other than to the heart and filter tilt. The patient became aware of the reported events approximately nine years and ten months after the index procedure.